Manufacturer narrative:
(B)(6)

Event description:
It was reported that immediately after intubating the patient, the customer noticed the tracheostomy tube cuff was torn and unable to be inflated. A tube change out was successfully performed and no patient injury was associated with this incident.

Manufacturer narrative:
One portex® blue line ultra® suctionaid® tracheostomy tube was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. A tear was observed in the cuff. This complaint falls within the scope of closed CAPA. No further actions were necessary.